Manufacturer narrative:
The investigation determined that the event was consistent with pre-analytical handling issues at the customer site, resulting in the accumulation of cells close to the plasma surface. This caused sample contamination with cell debris. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable alkaline phosphatase acc. To ifcc gen.2 results for multiple patient samples from the cobas c 503 analytical unit. One example was an initial result of 496 u/l with a data flag. The repeat results were 221 u/l, 74.5 u/l, and 102 u/l.